Event description:
Following a catheterization procedure, device was deployed. During deployment, the collagen sponge was exposed above the skin level. The physician was able to tamp the collagen below the skin level, and hemostasis was apparently achieved. A hematoma measuring 10x5 cm was noted, and therefore mechanical compression was applied. The next morning a bruit was noted on physical exam. An ultrasound was performed, and a pseudoaneurysm was diagnosed. Ultrasound guided external compression was used to resolve the pseudoaneurysm (in order to minimize the likelihood of additional complications or the potential for permanent impairment). The patient was released with no sequeiae.